Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus australia & new zealand (oaz) made conscientious efforts, but was not able to obtain information about the reprocess method from the user facility. The instruction manual states the possibility of infection by insufficient reprocessing. In addition, it states warnings about repairs and modifications by persons other than olympus¿ own authorized service personnel. Oaz did not perform the microbiological testing, so olympus medical systems corp. (Omsc) could not confirm whether the reported event was reproduced. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following; the universal cord was wrinkled. The endoscope connector unit was flooded. The object lens and light guide lens were cracked and the light guide lens was chipped. There were dents and scratches on the distal end cap. The resin part of the lens was worn. The angulation was slack and did not meet the specifications. The adhesive on the bending section rubber was peeling off. The device had evidence of being repaired by a third party and had third party parts installed. The insulation resistance value at the distal end did not meet the standard value, due to the breakage of the bending section rubber. The control section was deformed, and the image guide protector was discolored. The endoscope connector was corroded and the connector cover unit was deformed. The device was repaired by (B)(4), and the insertion tube, universal cord, control section, and endoscope connector were replaced. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the device. First time; (B)(6) 2021. Candida parapsilosis complex (<10 cfu), coagulase-negative staphyloccocus (<10 cfu), corynebacterium sp. (<10 cfu). Second time; (B)(6) 2021. Micrococcus luteus, candida parapsilosis complex (<10 cfu). Third time; (B)(6) 2021. Kocuria sp. (8 cfu). Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.